Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged detachment during the unsuccessful retrieval attempt. Per the reported event details, during the initial attempt to remove the filter, an angioplasty balloon and snare were used. Per the denali IFU (instructions for use), the denali filter should be removed using an intravascular loop snare only. It is possible that user related or procedural issues contributed to the reported event; however, due to limited information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the denali filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Optional procedure for filter removal: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. - slowly advance the loop forward over the filter snare hook. - reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. - note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. - always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. - advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs - while keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. - retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. - once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4) was received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Two limbs detached, one lodging in the tip of the right ventricle and the other in the right lower lobe of the pulmonary artery. The whole filter was reported to have been successfully retrieved, per facility contact, there were no notes on how the filter was retrieved, or what devices were used. The patient was discharged and current status was unknown.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a vena cava filter limb was alleged to have fragmented into multiple pieces during an unsuccessful retrieval attempt at another facility in which a snare and angioplasty balloon were used. Approximately two weeks later there was said to be another unsuccessful attempt to retrieve the filter using a snare and forceps at that same facility. The reporting facility was inquiring about MRI compatibility of the filter they were planning to retrieve. Patient status is unknown.